Event description:
It was reported that customer was hospitalized due to high blood glucose levels. Prior to hospitalization customer was confused and sweaty. Troubleshooting performed and pump appears to be operating as designed.